Event description:
Customer reported experiencing high bg's (253-344mg/dl). Customer reported having "oozing at site, very red, felt hot, and about 2 inches in diameter" at the infusion site. Customer had a fever and was treated by their pediatrician with antibiotics. Pod will be returned for evaluation.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage or manufacturing deficiency was found that would have either directly caused or contributed to either insufficient or no insulin delivery. Fluid exited the tip of the cannula when the drive mechanism was actuated. No problem found in the return device. It is unk why the user experienced high bg levels. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a healthcare provider and treat the infection according to the healthcare provider's instructions. The customer followed these instructions per the user guide and was given medication to treat the irritation.